Manufacturer narrative:
The manufacturing and material records for the perceval heart valve, model #icv1209, s/n # (B)(4), as they pertain to the reported event, were retrieved and reviewed by the manufacturer¿s quality engineering. The results confirmed that this valve satisfied all material, visual, and performance standards required for a (model #icv1209) perceval heart valve at the time of manufacture and release. A follow up report will be provided upon receipt of the device or further information.

Event description:
The manufacturer was informed of following events occurred during a double valve replacement procedure on (B)(6) 2022. First a mitral biological valve (size#27, not corcym product) replacement was performed. Then moved to the aortic valve replacement. The valve leaflets and calcifications were removed and perceval s size s (ref. (B)(4)) was implanted and explanted due to valve pop up. Sizing was formed using m sizer, the brown end of the m sizer could pass with resistance, and the white end could not pass. So perceval valve size m was selected. Collapsing, deployment, and ballooning was performed. After balloon dilatation, the valve wasn¿t displaced. When the aorta was about to be sutured, it was found that the aortic wall was bulging. The valve position was observed and found to be displaced again. The valve was taken out and collapsed one more time. The implantation process was repeated, and the same issue occurred. (Implanted time : 10:50am,explanted time : 11:10am). Ultimately a suture biological valve size 19 from cingular biotech was implanted in the patient. Reportedly, there was no impact on the patient, patient was in a good condition, and transferred to the care unit. Pre-operative ultrasound report showed that the diameter of the annulus was 15mm and the CT measurement was 22mm. Sinus canal junction was 26mm and annulus diameter was 22.9mm. The ratio of the sinus canal junction over annulus diameter was 1.13 which was less than 1.3. Pre-operative examination showed the outflow tract stenosis, hypertrophic cardiomyopathy, and atrial fibrillation. The ventricular septum and left ventricular wall were also thickened symmetrically, especially at the base, and the thickest part was 15 mm.

Manufacturer narrative:
Since the device was not returned to the manufacturer, no further investigation on the device can be performed. Since the valve was not returned to the manufacturer for further investigation, the definitive root cause of the reported event cannot be established. However, from the document review performed, no manufacturing deficiencies were identified. Based on the information reported (hypertrophic cardiomyopathy, the ventricular septum and left ventricular wall were also thickened symmetrically), it is possible that patient anatomy could have contributed to the reported event, but this cannot be ultimately confirmed. Thus, the cause of the reported event cannot be established. It should be noted that in the perceval s IFU the following has been indicated as a warning: ''the available clinical data indicate that using perceval s in patients requiring multiple valve replacement or repair, or in patients previously implanted with a prosthesis in the mitral, pulmonic or tricuspid position, may result in intraoperative valve misplacement or insufficient leaflet coaptation leading to valve replacement, due to possible interference with the other prostheses. The decision of using perceval s in these patients should be based on a careful individual assessment and limited to cases in which the benefits of using perceval s justify these risks.'' Furthermore, it is reported that the valve was attempted to be re-collapsed. As explained in the perceval instructions for use, ''a removed perceval prosthesis must not be re-implanted, because its integrity is no longer ensured'' as such, the decision to re-collapse the valve was made off-label. H3 other text: due to the lock down in china and blood contamination, the device was not returned to the manufacturer.

Manufacturer narrative:
The device was returned to the manufacturer. The visual inspection, carried out on the returned valves, did not reveal any pre-existing defects. The replication of collapsing phases was performed using the returned prosthesis pvs 23/m #b11536 and the demo accessory kit. No problems were found in the collapsing phase, and both the replications have been completed with a good result. During the simulation of the valve deployment in silicon aortic roots #21 and #23, no problems were encountered during the ballooning phase: the sealing at the annulus level is guaranteed as visible in attached pictures. The valve remained fixed within the annulus in both cases. Then, inserting some water in the aortic roots from the outflow side, no paravalvular leaks were observed during both the simulations. Considering the static conditions of the test, the water level remained stable under the leaflets free edge. Based on the analysis performed, it is possible to exclude the relationship between the reported problem and the quality of the returned device. Furthermore, from the document review performed, no manufacturing deficiencies were identified. Based on the information reported (hypertrophic cardiomyopathy, the ventricular septum and left ventricular wall were also thickened symmetrically), it is possible that patient anatomy could have contributed to the reported event, but this cannot be ultimately confirmed. It should be noted that in the perceval s IFU following warning has been indicated: ''the available clinical data indicate that using perceval s in patients requiring multiple valve replacement or repair, or in patients previously implanted with a prosthesis in the mitral, pulmonic or tricuspid position, may result in intraoperative valve misplacement or insufficient leaflet coaptation leading to valve replacement, due to possible interference with the other prostheses. The decision of using perceval s in these patients should be based on a careful individual assessment and limited to cases in which the benefits of using perceval s justify these risks.'' Furthermore, it is reported that the valve was attempted to be re-collapsed. As explained in the perceval instructions for use, "a removed perceval prosthesis must not be re-implanted, because its integrity is no longer ensured." As such, the decision to re-collapse the valve was made off-label.